Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The reported complaint occurred on an unspecified date and involved a microclave¿ clear neutral connector. It was reported that the product does not adequately connect to the intravenous (IV) tubing connections and this caused leaked medication during a patient's infusion. The medication involved in the infusion was lactated ringers (lr), normal saline (ns), fentanyl and versed. There was no harm to the patient as a result of this event.

Manufacturer narrative:
154 new list #mc100, microclave¿ clear neutral connector; lot #13619805 were returned for complaint investigation. No mating devices were returned to evaluate with the new mc100 microclave clear neutral connectors. It is understood that the molding process, automation, and subsequent packing of mc100 microclave clear neutral connectors is random so the samples that were sent back are randomly selected as if the whole lot population was available to draw from. Using binomeal stages sampling plan (95% confidence, 0.10 ucl, n=0, crc handbook of probability and statistics: second edition), 35 samples were tested to represent the lot population. All 35 samples were measured (iso male luer taper, ring gauge): all pass the received new mc100 microclave clear neutral connectors were measured and each that were tested met iso design expectations. The complaint was unable to be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 21sep2023 updated information from the manufacturer can be found in g1.